Event description:
An infection was reported. There was wound dehiscence and drainage at the pocket site. Cultures were taken from the device pocket. The cultures revealed positive results for methicillin-resistant staphylococcus aureus (mrsa). The pump and catheter were explanted due to infection at the pump pocket. The patient was treated with intravenous antibiotics, oral baclofen (15 mg every 6 hours) and intravenous valium (1.2 mg as needed). Actions required as a result of the events were hospitalization and "intervention required surgical." The patient's status at time of this report was "alive and no injury/no adverse event." The patient was stable. The device will not be returned; it was discarded. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.